Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. A 3.00x12mm taxus express2 drug eluting stent was taken out of the package during preparation when it was noticed that the struts were bent back off the stent. The procedure was completed with another taxus express2 stent. No pt complications were reported.